Manufacturer narrative:
The device evaluation found a foreign object inside the nozzle. The customer cleaned, disinfected, and sterilized the device before returning to olympus, the customer flushed the air/water nozzle with air and water and a detergent solution. The customer wiped/brushed the air/water nozzle with a clean lint-free cloth, brush, or sponge with no delays and no abnormalities were observed. Based on the results of the investigation, the cause of the foreign material that remained in the device was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the subject event can be detected and prevented by implementation in accordance with the below IFU. Instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf/sif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in nozzle. There were no reports of patient involvement.